Event description:
It was reported via repair work order that the mattress top cover was torn in the middle, with fluid intrusion and it was also reported that the mattress was deflating due to punctured bladder with fluid intrusion. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.